Event description:
It was reported that the patient was a little discouraged because somebody had one(stimulator) and it eventually did not work on them.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).